Event description:
It was reported that the device exhibited error 1340. The event occurred during patient use, unknown patient harm/adverse events.

Manufacturer narrative:
UDI: unknown. One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found a record of the error code 1340. Functional testing was performed. Upon review, the reported problem was confirmed during the self-check. The root cause was unable to be established. As a preventative measure the software was re-installed. The service history review identified no indication that the complaint was related to a service of the device within the review period.